Manufacturer narrative:
Insulin pump received with cracked battery tube threads, cracked reservoir tube window and cracked display window corner.

Event description:
Customer reported the insulin pump had cracks along the battery and reservoir area. Customer is not sure how the damaged occurred, but has dropped the device a couple of times on the rug. Customer was advised to discontinue use of the device and revert to back up plan. Customer's blood glucose level was 151 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.